Event description:
It was reported that the communicator power cord was burned up, and the communicator was not connecting. A boston scientific company representative opted to send the communicator power cord. The communicator remains in service. No adverse patient effects were reported.